Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke inside the patient. The part of the fiber was retrieved, and the procedure was completed with the same fiber. No patient complications or injury as a result of this event.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap and metal cap were detached and not returned; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke inside the patient. The part of the fiber was retrieved, and the procedure was completed with the same fiber. No patient complications or injury as a result of this event.